Event description:
Patient was undergoing elective left ica aneurysm embolization treatment. While physician was attempting to place penumbra coil 400 6x15 complex soft finishing coil the catheter backed out of the aneurysm. The physician then attempted to slide the pxslim microcatheter over the coil several times. This appeared to put too much pressure on the coil and it was subsequently detached while partially inside the pxslim microcatheter. The physician then used a goose neck snare to retrieve the coil without incident or any harm to the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device cannot be found.